Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, rectocele and enterocele. It was reported that following insertion the patient experienced pain, infection, bleeding, dyspareunia, burning in vagina and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with cystoscopy due to midline cystocele, rectocele, enterocele, vaginal vault prolapse. The patient experienced pain, infection, bleeding, dyspareunia, burning in vagina and vaginal scarring.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.